Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call to have been experiencing high blood glucose. At the time of the phone call, his blood glucose was 353 mg/dl. His current blood glucose is 180 mg/dl. He stated that when his blood glucose reaches, 400 mg/dl, he feels sick but that he felt okay to troubleshoot and is treating with the insulin pump. During troubleshooting for high blood glucose, the customer said that the drive support cap appeared to be normal, there were no air bubbles, insulin exited at the quick release and that there were no leaks. He declined to check for any possible site/insulin issues. The customer does not have a tubing clamp to perform the high-pressure test. He was advised to call when he received tubing so that he can perform the high-pressure test to detect if there is an occlusion. The customer was advised to change entire set, reservoir and insulin and to treat per their doctor's instructions. The insulin pump is not being returned for analysis.